Event description:
Add'l info rec'd from MFR 3/2/05: add'l description of the incident is contained in section b5 of the attached medwatch report# 2939274-2005-03. To date, no further info has been provided. The product was not returned; therefore, no eval could be performed and no conclusions could be drawn. To date, no further info has been provided.

Event description:
Pt had a surgery done in 2004 and suffered blood clot, edema, tetanus and drainage for sometime. Also itching like crazy. Pmd and orthopedic confirmed allergic reaction. Product is used off label and manufacturer would not tell the content.